Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product implanted in patient.

Event description:
It was reported that during a spinal surgery, extravasation of the bone cement was observed. It was further reported that a delay of unknown duration occurred as a result of this event. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product implanted in patient.

Event description:
It was reported that during a spinal surgery, extravasation of the bone cement was observed. It was further reported that a delay of unknown duration occurred as a result of this event. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a spinal surgery, extravasation of the bone cement was observed. It was further reported that a delay of unknown duration occurred as a result of this event. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : product implanted in patient.